Manufacturer narrative:
Initially it was reported under the 3500a initial, ¿the carto vizigo¿ 8.5f bi-directional guiding sheath - small was received by the biosense webster failure analysis lab with no product complaint associated. An investigation was performed to determine if there was an existing manufacturer reference number. However, it could not be associated to any existing record. As a result, this product complaint record was created to analyze the returned device.¿ however, additional information was received on 26-jul-2023 clarifying that this device belongs to manufacturer reference number (B)(4) reported under g 8. Manufacturer report number 2029046-2022-02419. Therefore, any additional updates received will continue to be reported under g 8. Manufacturer report number 2029046-2022-02419. Manufacturer's reference number: (B)(4).

Event description:
The carto vizigo¿ 8.5f bi-directional guiding sheath - small was received by the biosense webster failure analysis lab with no product complaint associated. An investigation was performed to determine if there was an existing manufacturer reference number. However, it could not be associated to any existing record. As a result, this product complaint record was created to analyze the returned device. The visual analysis on (B)(6) 2023 revealed that the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The investigation was completed on (B)(6) 2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, carto 3, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The returned sample was connected to carto3 system and was not displayed on the screen. A failure analysis was performed and the device was cut on the proximal area to the electrodes. The electrical wires were found broken on the tip area causing the improper electrical signal. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number, and no internal actions were identified. This product issue will be addressed through the quality system. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve separation¿ issue. Nvestigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿wires broken¿ issue. Manufacturer's reference number: (B)(4).